Event description:
It was reported that during an implant procedure that the ventricular port set screw would not reseat. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed damage to the grommet. Evaluation summary (B) (4) no anomalies found.